Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify unresponsive keypad buttons due to blank display. No moisture damage on keypad traces noted. Device was received with cracked select button keypad overlay. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keypad was no longer working and there was no response from any button. Customer stated that numbers were not ramping on their own and the scroll bar was not moving with no input. Customer stated that the front screen of insulin pump was dented due to accident. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.